Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported from the consumer that there is an issue with the stent graft approximately 12 months post stent graft implant. The issue with the stent graft was not reported to medtronic.

Manufacturer narrative:
.